Event description:
User experienced discrepant sodium and potassium results for two pt samples. Sample 1, initial sodium gave 106 mmol/l; initial potassium gave 2.6 mmol/l. Repeat gave same low results for sodium and potassium. The physician questioned the low results reported and sent the pt to the hospital for further testing. User stated the same tests were run again on this pt after getting to the hospital, but could not provide further info. User did not know if the pt received treatment based on the initial results reported. No info was provided if pt was admitted to the hospital. Next day, the same sample was repeated giving a sodium of 129 mmol/l; and potassium of 3.6 mmol/l. In 2008: sample 2, initial sodium gave 86 mmol/l, initial potassium gave 2.2 mmol/l; sample repeated twice giving sodium results of 89 mmol/l and after mixing sample gave 140 mmol/l. Repeat potassium results gave 2.2 mmol/l and after mixing sample gave 3.4 mmol/l. No erroneous results were reported for this pt. The field service rep suspected frozen samples to be the cause. Samples were believed to have been frozen thawed and not mixed when initially tested. Performance tests were performed.